Manufacturer narrative:
Sections with additional information as of 10-nov-2021: h6: updated FDA¿s type, findings and conclusions codes. H10: meter was not returned for evaluation. Test strips were not returned for evaluation. Retention testing was performed using test strips from the same lot. Retention strip lot tested within specifications. Most likely underlying root cause: mlc-030: user applied blood to strip before inserting strip into meter.

Manufacturer narrative:
Internal report reference number: (B)(4). Adverse event report is being submitted due to symptoms related to diabetes : frequent urination, dizziness and irritability. Meter and test strips were not returned for evaluation. Note: manufacturer contacted customer in several follow-up calls to ensure the customer's condition had improved and that the replacement products resolved the initial concern - unable to establish contact with customer at this time.

Event description:
Consumer reported complaint for error message (e-3). At the time of the call, the customer stated she was dizzy, irritable and had frequent urination. Medical attention was not needed at the time of the call. The product is stored according to specification in the living room. The test strip lot manufacturer¿s expiration date is 07/23/2022 and test strips were opened one month prior to call. During the call, the customer attempted to perform a blood test and obtained e-3 error when the test strip was inserted into the true metrix meter. The customer had another vial of test strips, lot number zy4338s, manufacturer's expiration date 10/31/2022, open vial date (B)(6) 2021. The customer performed a blood test with this vial during the call that produced test result of 122 mg/dl non-fasting; customer was satisfied with the result obtained.